Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith efforts to obtain additional information are in progress. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion (pe) occurred. During an atrial fibrillation and atrial flutter ablation procedure, a farapoint pulsed field ablation catheter was selected for use. The physician completed a left atrial pulmonary vein isolation with farawave. The farawave catheter was removed and the sheath was brought back to the right atrium (ra). The farapoint catheter was advanced into the ra. A cavotricuspid isthmus (cti) line ablation was successfully accomplished. The physician was performing post testing and a post ablation electrophysiology study when the patient blood pressure decreased. An effusion was noted on intracardiac echocardiography (ice) and a pericardiocentesis was performed. Patients blood pressure returned to pre procedure levels. The patient was kept in the intensive care unit for over night and expected to fully recover. In the physician opinion, the anatomy was challenging and it was the first time physician using the farapoint catheter and believes catheter manipulation could have been a factor in the pericardial effusion.